Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother also advised that over the last 2 weeks patient has been having high blood glucose readings of up to 20mmols and ketones of 2.3 % and 3.4 %. Mother does not know why this is. Patient was ill last week so mother thought his readings may be due to this. However mother does not believe the pump has been delivering insulin effectively. No adverse event alleged. A request was made for the return of the device.